Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for noise. It was discovered that the patient had a non-related surgery procedure. The noise occurred during the same day. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity alert warning for increased sic count and 2 or more high rate-ns episodes <(><<)>220 ms on (B)(6) 2015. Sic count went up to 52 on (B)(6) 2014 evidence of oversensing has been noted during high rate ns and vt-ns episodes on (B)(6) 2015. (B)(4).